Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's screen had a rainbow effect and it affect the visibility of the screen. The blood glucose was unknown. Customer reported that the insulin pump's buttons took multiple presses to respond. Customer reported that the insulin pump received unexplained no delivery alarm. Customer declined to 24 hour helpline form. Customer declined to speak with technical support. Insulin pump will not be returned for analysis.